Event description:
Has been on crutches with a painful right knee for 1 week since the injection [aching (r) knee]. Case narrative: initial information was received from canada on 07-jun-2022 regarding an unsolicited valid serious case from a patient. This case involves an unknown age female patient who has been on crutches with a painful right knee for 1 week since the injection after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, and family history were not provided. On an unknown date, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, expiry date, strength, route, dose, frequency). There will be no information available on the batch number of this case. It was reported that the patient she usually got the three synvisc injections, but this time she tried the synvisc one injection and has been on crutches with a painful right knee for 1 week since the injection (arthralgia) (unknown onset and latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. This event was leading to disability. She wondered if she should be concerned, however her doctor was out of town so she could not contact them. No additional information was available at time of call. Caller declined to respond to questions and refused future follow-up. No further details were given. Action taken: not applicable. Corrective treatment: used crutches for the event (has been on crutches with a painful right knee for 1 week since the injection). At time of reporting, the outcome was unknown for the event has been on crutches with a painful right knee for 1 week since the injection. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 10-jun-2022: this case involves an unknown age female patient who has been on crutches with a painful right knee for 1 week since the injection after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available limited information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, underlying conditions, injection technique, post injection routine followed, batch number and its investigation results, and other risk factors would aid in better case assessment.

Event description:
Has been on crutches with a painful right knee for 1 week since the injection [aching (r) knee]. Case narrative: initial information was received from (B)(6) on 07-jun-2022 regarding an unsolicited valid serious case from a patient. This case involves an unknown age female patient who has been on crutches with a painful right knee for 1 week since the injection after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, and family history were not provided. On an unknown date, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection (with an unknown batch number, expiry date, route, dose, frequency, strength:48 mg/6 ml). There will be no information available on the batch number of this case. It was reported that the patient she usually got the three synvisc injections, but this time she tried the synvisc one injection and has been on crutches with a painful right knee for 1 week since the injection (arthralgia) (unknown onset and latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. This event was leading to disability. She wondered if she should be concerned, however her doctor was out of town so she could not contact them. No additional information was available at time of call. Caller declined to respond to questions and refused future follow-up. No further details were given. Action taken: not applicable. Corrective treatment: used crutches for the event (has been on crutches with a painful right knee for 1 week since the injection). At time of reporting, the outcome was unknown for the event has been on crutches with a painful right knee for 1 week since the injection. A product technical complaint was initiated on 08-jun-2022 for synvisc one (batch number: unknown) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. The final investigation was completed on 26-jul-2022 with summarized conclusion as no assessment possible. Additional information was received on 26-jul-2022 from other health care professional. Global ptc number and strength of synvisc was added. Text amended accordingly.